Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Internal handle inspection determined all components were in their proper positions for the received state the device. There was no detected external or internal component damage. During testing, the device completed redeployment successfully, with no deployment anomaly detected. Based on the observations of the returned device it was not possible to confirm the reported difficult device removal. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the right femoral artery was achieved using the starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was removed with counter-traction with assertive pull. When the device was removed, hemostasis had been achieved with the starclose se device clip. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.